Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation was falling off. The manufacturer sales representative at the user facility also noted there was something wrong with the way the irrigation was hooked up while testing the unit, and he had to squeeze it manually to get it to work. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing prior to the procedure, there was no patient involvement and no delay to a surgical procedure.